Manufacturer narrative:
UDI number: na. Advanced bionics considers the investigation into this reportable event as closed. The explanted device was discarded and will not return to the company for analysis. A review of device history record was completed and no anomalies were noted. This is the final report.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade. The recipient's device was explanted. The recipient was reimplanted with another cochlear device.